Event description:
It was reported that the patient had a loss of therapeutic effect following a fall where he hit the back of his the head. The system was reported to be on. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The reporter stated everything was "okay" with the patient and the device. All issues were resolved.

Manufacturer narrative:
Lead model 3389s-40 lot #v801522 implanted: (B)(6) 2012; lead model 3389s-40 lot #v801522 implanted: (B)(6) 2012; extension model 37085-60 (B)(4) implanted: (B)(6) 2012; extension model 37085-60 (B)(4) implanted: (B)(6) 2012.